Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: the investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The implant(s) was not returned, and received images. A manufacturing record evaluation was not performed as the lot number could not be determined from the image. Device history review: no lot # so DHR cannot be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
PMA/510k: this report is for an unknown- nail head elem: tfn lag screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, a helical blade/screw coupling screw had an issue during surgery. During insertion of the lag screw the coupling screw would disengage and unwind, the surgeon repeatedly had to retighten the connection screw in order to advance the lag screw which he had difficulty inserting as the patient had hard/dense bone and the surgeon did not tap for the lag screw. Upon post-op images being taken it was noticed that there were two small metal fragments in the patient soft tissue which appear to be some of the threads from the coupling screw. There was no surgical delay reported. The surgery was completed successfully. The patient outcome was successful. This report is for one (1) unk - nail head elem: tfn lag screw. This is report 2 of 2 for (B)(4).